Event description:
There was an allegation of a questionable low estradiol g3 elecsys result from the cobas e411 rack analyzer. The initial result was 18.35 pmol/l with a data flag. The repeat results were 4716 pmol/l and 4655 pmol/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 630069. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service representative found the questionable result had an lld (liquid level detection) noise alarm. He checked the sample/reagent probe lld system. The lld voltage was checked and found to be acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. The event was consistent with a mis-sampling of the involved sample.